Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a stent stuck in the channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and in additional to confirming the user¿s report, investigators also discovered the presence of foreign material on the forceps base. The event is detectable/preventable by handling the device in accordance with the following IFU steps: IFU states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported stuck stent failure mode could not be determined. Given the foreign material present on the returned device, it is possible that the subject device was not properly reprocessed in accordance with the IFU. However, olympus cannot confirm a definitive root cause. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.